Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600987103). Initial vitek 2: cefoxitin screen = pos. Oxacillin mic = 0.5 g/ml (aes modified to resistant). Repeat vitek 2: cefoxitin screen = neg. Oxacillin mic = 0.5 g/ml (susceptible, no aes modification). Disk diffusion: cefoxitin = susceptible. Oxacillin = susceptible. The customer indicated that the initial false positive cefoxitin screen result did not lead to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false positive cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600987103). The customer strain was received and identification of the isolate was confirmed on the vitek 2 as staphylococcus aureus. The isolate was then tested on the vitek® 2 with ast-p580 cards from the customer¿s lot (3600987103) and a random lot (3601069103), both in duplicate. Alere pbp2a, oxacillin agar dilution and cefoxitin disc diffusion testing were also performed. All four cards tested gave negative cefoxitin screen results. Additionally, all four cards yielded oxacillin mics = 0.5 (s). Internal reference method and alternative testing yielded the following results: - oxacillin agar dilution mic = 0.5 (s) - cefoxitin disc = 22 mm (s) - pbp2a = neg. Vitek 2 cards and reference method are in agreement for the cefoxitin screen and essential/categorical agreement for oxacillin. The customer¿s cefoxitin screen result was not reproduced and the cards are performing as intended. Ast-p580 lot #3600987103 met final qc release criteria. The lot passed qc performance testing.